Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
This is a duplicate of mfg report # 8010042-2022-00629.

Event description:
Manufacturer's re.#: (B)(4).